Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right ventricular (rv) lead had failed to capture. The lead was capped and replaced on (B)(6) 2024. Patient status was unknown.

Event description:
New information received notes that the lead also exhibited high capture threshold measurements.